Manufacturer narrative:
(B)(6). One device was returned for evaluation. The device packaging and patient labels were not returned for evaluation. The device was returned with both t¿s and suture located on the introducer needle. The device was returned due to ¿the depth gage lock of the device was too stuck to adjust¿. The device was functionally tested by depressing the depth limiter button per IFU step 1. (A) ¿adjust the depth limiter to the preferred setting by pressing the depth limiter button (figure 1)¿ and no issues were identified. The failure mode is unconfirmed as the device meets the manufacturing specification and functions when used in accordance with the instructions provided in the IFU. No further action is required. (B)(4).

Event description:
Stiff operation during the meniscus repair, it was confirmed that the depth gage lock of the device was too stuck to adjust. The procedure was completed with another soft tissue anchor system. After the incident, the device was checked. Though the complaint mode was not reproduced, the depth gage lock seemed to be stiff a little. Additional information received on 29 oct. 2014 indicates that the problem was noticed when the surgeon tried to adjust the depth gage.